Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). - supplemental MDR - foreign matter one sample was provided to our quality team for investigation. A visual inspection was performed at 30× magnification, and no defects, imperfections, or foreign matter were observed. Based on the investigation and sample analysis, the reported symptom could not be confirmed. Furthermore, a device history record review was completed for the provided lot number 4355653. The review identified no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and the reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored on a monthly basis. The business team regularly reviews the collected data to identify emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb had foreign matter. The following information was provided by the initial reporter: material # 305916 batch # 4355653. Verbatim: rcc received a complaint via email. Email(s) attached. Incident details: nurse went to administer vaccine to client and when removed the protective cover from the needle she noted a small metal fleck connected to the side of the needle at the tip. Nurse covered the needle back up and removed the needle from the syringe. When showing the issue to the team lead the small metal fleck fell of the needle tip. There was no serious harm reported